Event description:
Additional information was received on 09dec2020: the customer observed false decreased sodium results for a new patient. The customer provided the following data: initial na = 116 mmol/l, repeat na = 143 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
A1: patient information: patient identifier: ni for new patient information b5: decription event or problem: additional information was received on 09dec2020: the customer observed false decreased sodium results for a patient. The customer provided the following data: initial na = 116 mmol/l, repeat na = 143 mmol/l.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Health effect impact code: f26 component code: g03001 d8. Was this device serviced by a third party? No a review of tickets determined that there is normal complaint activity for the ict diluent lot 53901un20 which was in use on the alinity c processing module. Trending review determined no trends were identified for the product. Return testing was not completed as returns were not available. A precision run using both patient samples and qc passed after maintenance was performed at the customer site and results were as expected. The issue appears to be related to the ict hardware; customer retested using the same lot and got acceptable results. Device history record review did not identify any non-conformances or deviations associated with the likely cause list/lot number(s) and complaint issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated sodium (na) result for a patient while running on the alinity c processing module. The following data was provided on (B)(6) 2020 (customer¿s reference range: 136-146 mmol/l): on (B)(6) 2020, sid (B)(6) = sodium result = 172 mmol/l, on (B)(6) 2020 repeat result = 146 mmol/l. There was no impact to patient management reported.